Event description:
Reportable based off analysis completed on 3-jan-2019. It was reported that the intella nav oi was selected for a procedure however the catheter was not recognized by the maestro 4000 ablation generator. No patient complications were reported. However, returned device analysis revealed dried fluid found under all six ring seals with possible fluid ingress under each of the electrodes. Visual inspection revealed dried fluid found under all six ring seals with possible fluid ingress under each of the electrodes. Dried body fluid found on the handle, main body tubing and distal end. Heavy amount of dried saline found on distal end and inside irrigation ports. Electrical continuity checks revealed ring 2 was shorted to ring 3 and ring 2 measured electrically open. All other electrodes, sensor and thermocouple resistances measured in spec and were typical. The device was connected to a maestro generator and the catheter was recognized right away and the display screen showed a typical temperature reading. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. X-ray inspection was inconclusive. The device was dissected and dried fluid found under all three ring electrodes and inside each wire feed-thru hole. Ring 2 and 3 wire ends were heavily corroded but still intact to the electrodes. Ring 1 wire was also heavily corroded and fell off the electrode during the ring removal. Next, the distal end tubing was opened. Dried fluid (saline) was found throughout the distal end cavity. The ring wires were isolated from the electrodes. Resistance measurements between the breakout box and each ring wire was typical. The handle was dissected to look for signs of dried fluid. Dried saline was found on the pcb and amongst the connector solder joints on the pcb.